Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of devices both opened by the account. Visual inspection of the instruments noted that each unit was received with the return knobs retracted and the articulation lever in neutral position. Functionally, each instrument was loaded with articulating vascular/medium reload. During functional testing it was observed that each instrument would intermittently clamp and cycle. The trigger pawls would intermittently engage with the firing rack. Functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the intermittent clamping and cycling. Although a review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture, this lot was subject to a field safety corrective action. The over rivet condition may cause binding of the trigger pawl. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrectomy, the safety lock was defective. There was no patient injury reported.